Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and as a result of reviewing information on reprocessing steps provided by the customer, the lm could not obtain information to judge if there was any deviation from information for use (IFU). Despite good faith requests to the user, the culture tests from the customer were not provided. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all the channel. Cfu: 1 cfu/endoscope. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: all the channel. Cfu: 1 cfu/endoscope. Bacterial identification: bacillaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus could not determine the relationship between the subject device and positive culture results. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.